Event description:
It was reported that cgm error occurred repeatedly on pump without prior reset attempts within the last 24 hours, and same error had been reported multiple times on this pump in previous cases. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect cgm on replacement pump, and requested return of problematic pump using prepaid label within 10 days, all of which customer understood and acknowledged.